Event description:
New information states on (B)(6) 2017, the patient presented for lead revision. The lead continued to exhibit high impedance. Loss of capture was noted and during procedure, fracture was seen. The lead was explanted and replaced successfully without adverse consequences to the patient. The patient was asymptomatic prior, during, and post operation.

Manufacturer narrative:
No conclusion code available; final analysis found lead was returned in two pieces. Lead fracture was found due to fatigue at 42.3cm from the connector pin.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the left ventricular lead exhibited high impedance. The patient was brought into clinic. Upon interrogation, the lead confirmed to have high impedance and high capture. The patient experienced phrenic nerve stimulation with high capture thresholds. No intervention was performed. The patient was in stable condition prior, during, and post event. The patient would continue to be monitored.